Event description:
During follow up, oversensing on the ventricular channel was observed. No episode related to this issue was reported. The physician could not cover the first sensed events with any programming changes. He reported to the patient that a new sense/pace lead should be added but the patient rejected this action. The lead remains implanted and will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.